Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device follow-up, the device showed the symbol handle error in the oled. The red led also flashed in the charging station. The stapler was also unable to fire. They tried using different handle. However, the second handle even when fully charged, it turns off after the connection with the shell, the adapter and the reload, the display turns off and was black. It was reported that there was no patient injury.